Event description:
It was reported that a box labeled as ref. 71-5209r lot. K1vmrd contained product ref. 715211l lot. K1wmrd. The surgeon had to implant a cemented product instead of a product without cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The subject lots were not distributed in the us. If additional information becomes available, it will be submitted in a supplemental report.